Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction, urge incontinence. It was reported, that for the past 3 months, the patient's stimulation has not been working as well as it should. Patient wanted to know how high their stimulation could go. Agent reviewed information. And the patient said, they would try increasing their stimulation and then call back if they needed assistance changing programs. Patient said, they had an appointment with health care provider (hcp) today. Additional information was received, from the patient on 2024-sept-10. They reported, that their managing physician has been notified. Patient will replace the "meter". They stated, their therapy was working for them and it hurt a lot where device was. The patent stated, the device provided benefit to them. Patient stated, they have a replacement scheduled. 2024-oct-21. No new information for event description.

Manufacturer narrative:
The aware date for the rd is different than the notify date of the file, due to reportable information coming in on a later date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The reason for call was patient said they had a fall and damaged their stimulator and had to get surgically "redo" it. Patient said the fall kind of made the ins move a little bit. Patient didn't know if they received a new device or if it was just revised. Patient stated that they received a quality letter (reference (B)(4)). Patient stated that they do not know what date their implant procedure was. Patient stated that they gave their old handset to their representative. The patient was redirected to their healthcare provider to further address the issue. Patient stated that they already sent a letter to the manufacture with their responses. Patient stated that they are happy with their current implant. No further action taken by pats. Documented reported event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.